Event description:
Device issue: balloon rupture. Time of device issue: during the procedure. Adverse event: none. It was reported that the lesion was located in the distal right coronary artery (rca #3), which was not tortuous, but mildly calcified and had a 99% stenosis. The voyager 2.5 x 15 balloon catheter was used for pre-dilatation of the lesion. However, the balloon ruptured at 10 atm during the first inflation. The lesion was further dilated with a non-abbott balloon catheter of the same size. Reportedly, there was no pt effect. No additional event or pt info is available.

Manufacturer narrative:
(B)(4). The customer reported that the device was discarded. The lot number was provided. Review of the device history record is forthcoming. A follow-up will be submitted with all relevant info.